Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an audio anomaly and falshing white display. The customer received a battery failed alarm. The customer stated that the the location of the damage was at the display and case of the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed for the vibrate anomaly, and battery failed alarm. Troubleshooting was performed for the solid white screen. Customer confirmed that screen is not displaying a flashing medtronic logo. Troubleshooting was performed for the cosmetic damage and the the serialized device be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No flashing white display noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Thump and carelink software was utilized and downloaded trace/history files properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. Vibration was heard during self test. No unexpected audio or vibration anomalies noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted during testing, however noted in the pump trace download on 07/22/2025 11:59:20.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, minor scratched lcd window, missing display window/cover, stained keypad overlay, cracked keypad overlay, cracked case, broken battery tube threads, and cracked case on the battery tube side. Flashing white display not confirmed. Failed battery alarms not confirmed during testing or in the power management graph. Audio/vibrate anomaly not confirmed during testing. Cosmetic damage on the display window(cracked) was not confirmed, however, other cosmetic damage confirmed at the battery compartment case(cracked). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.